Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was delayed in responding to touch and touchscreen intermittently would "go black". Customer¿s blood glucose was not impacted. Customer to use pump for insulin therapy.